Event description:
It was reported that a balloon rupture occurred. The 80-90% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 2.75x28mm promus element plus stent was selected to treat the lesion. During deployment of the stent the first inflation was at 10 atms it seemed like the balloon did not inflate well. When the physician inflated the balloon again he realized that the balloon had actually ruptured on the first inflation. On the second inflation, the physician kept putting on pressure on the inflation device to keep the balloon inflated, he tried to just expand the stent so he could post dilate it with another balloon. They were able to expand the stent enough and removed the delivery balloon and post dilate it with a 2.75 x 12mm non compliant balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.; the stent had detached from the balloon and was not returned for analysis with the device. The balloon cones profiles were reviewed and no issues were noted with the overall profile of the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was no apparent damage to the balloon wall causing a leak through the balloon. The inner of this over-the-wire (otw) shaft was broken at the bi-component bond. The bi-component break was visually evident and appeared as a 3mm separation in the inner during microscopic examination. There was no apparent evidence of stretching to the inner lumen but there was a kink in the shaft 155mm distal from the strain relief. A bi-component bond break and shaft kink would likely be the cause of the balloon being unable to inflate. During examination of the device it was not possible to inflate the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 80-90% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 2.75x28mm promus element¿ plus stent was selected to treat the lesion. During deployment of the stent the first inflation was at 10 atms it seemed like the balloon did not inflate well. When the physician inflated the balloon again he realized that the balloon had actually ruptured on the first inflation. On the second inflation, the physician kept putting on pressure on the inflation device to keep the balloon inflated, he tried to just expand the stent so he could post dilate it with another balloon. They were able to expand the stent enough and removed the delivery balloon and post dilate it with a 2.75 x 12mm non compliant balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).